Event description:
It was reported that a symptomatic patient experiencing presyncope, presented to the emergency room. The pulse generator exhibited loss of ventricular capture and backup vvi mode. No intervention was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.